Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a rash directly underneath the sensor adhesive area which produced wheals, slight scarring, and discoloration in the shape of a ring. The patient reported that the symptoms began on (B)(6) 2013.the patient reported to be in fine condition at the time of the call to dexcom technical support; she indicated that the affected area was healing, and required no medical intervention.